Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from 242 mg/dl to 300 mg/dl. The user addressed bg level with a bolus. During troubleshooting with tandem's technical support, it was determined that there was an air bubble in the patient line. Reportedly, the user primed the tubing to remove the air bubble.